Event description:
It was reported that the cartridge was leaking; customer was unable to provide location of the leak. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.